Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. It was identified that the handpiece had low power due to a faulty transducer. The service history was reviewed and no anomalies that could be associated with the complaint incident were observed. The DHR review has been deemed satisfactory. The complaint was verified as valid, the handpiece transducer was faulty and thus the cause of the complaint incident.

Event description:
The technical service representative reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece was not working. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.